Manufacturer narrative:
Based on discussion with FDA on (B)(6) 2017, all inspectional failures are being reported as mdrs notwithstanding the fact that the presence of discontinuities, gaps or bubbles does not necessarily have either technical or clinical significance. (B)(4).

Event description:
The loaner device was previously returned to pentax medical from a customer on (B)(6)2019 and inspection of the unit was performed on (B)(6) 2019 where the quality control inspector found the following: distal cap - fixed type failed epoxy seal integrity inspection, distal cap/ case cracked, passed wet leak test, customer complaint not stated, passed dry leak test. The duodenoscope's repairs will include the distal case/cap, which will be replaced and/or resealed pursuant to the field correction, along with miscellaneous parts, and returned to the user upon completion. The duodenoscope was is pending repair and final qc approval as of (B)(6) 2019: